Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the proglide device broke. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy the suture (suture did not capture the vessel and came out with the device) was confirmed based on the returned device analysis as a bilateral cuff miss was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to the previous report filed, additional information was received: it was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the suture did not capture the vessel and came out with the proglide device. Manual arterial compression was applied to achieve hemostasis.